Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# (B)(6) implanted: (B)(6) 2025: product type lead product ID 3560022 lot# (B)(6) implanted: (B)(6) 2025: product type extension section d information references the main component of the system. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(6), ubd: 26-nov-2026, UDI#: (B)(4); product ID: 3560022, serial/lot #: (B)(6), ubd: 13-mar-2027, UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implan ted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that inflammation. The patient had pain and secretion from the pocket. Patient was admitted to the hospital. Some bloody and slightly cloudy secretion drained from the w ound. No cause known. Healthcare professional (hcp) opened it up slightly and superficially. Inflammatory markers were not and are not elevated, but hcp initiated antibiotics.

Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# va33ts3 implanted: (B)(6) 2025 explanted: (B)(6) 2025 product type lead product ID 3560022 lot# va33fku implanted: (B)(6) 2025 explanted: (B)(6) 2025 product type extension medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported the explant was performed today. The explanted products will be returned. No inflammation was found in the implant site, but secretion. The patient decided to get the products explanted.

Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# va33ts3 implanted: (B)(6) 2025 product type lead. Product ID 3560022 lot# va33fku implanted: (B)(6) 2025 product type extension. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported that the healthcare provider (hcp) cut the percutaneous extension and will try to subside inflammation for the next few weeks. Hcp supposes that an explant of all components will follow as of (B)(6).